Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 22.4 mmol/l. Customer reported that he woke up with a blood glucose of 7.8 mmol/l. Right after his breakfast, his blood glucose started rising up to 21.3 mmol/l. Customer already took a correction of 0.8 units suggested by the insulin pump. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they auto mode feature at the time of high blood glucose event was active. The customer was treated for the high blood glucose with insulin pump only. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump was not returned for analysis.